Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin pump had blank screen. Customer blood glucose level was 500 mg/dl. The customer was treated with manual injection. Customer stated that insulin pump battery being dead and he changed the battery and the screen would not come on the device will not be returned for analysis.